Event description:
Patient received over-infusion of zantac from malfunction of avi i.v. Pump. Xray orderly transporting patient to radiology unplugged pump from wall outlet without placing unit in "standby" mode. Pump display went to all "8's". Unknown as to whether device was in standby mode after display went to all "8's".device not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-94. Service provided by: user facility biomedical/bioengineering department. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: electrical tests performed, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: electrical problem, incorrect technique/procedure, battery/pack, power supply. Conclusion: device failure directly contributed to event, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided, inserviced by biomedical engineering dept. Staff. Invalid data - on device destroyed/disposed of status.